Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have a corrupted screen in both horizontal and vertical positions. The lcd module was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when powered on the device has 3 horizontal lines that appear across the screen. No consequences or impact to patient were reported.